Event description:
It was reported that the patient presented in-clinic after receiving an alert for noise reversions. The noise was not reproducible. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received external insulation abrasion was found at 10.8-12.0 cm from the distal tip consistent with lead friction to another device. The etfe coating of the conductors was intact at this location.